Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reporting a patient had hyaluronic acid injected into cheekbones. 2 weeks later, patient experienced inflammation in the left cheekbone and was given a topical corticosteroid treatment. Ten days later, patient visited by a plastic surgeon who diagnosed an infection; prescribed augmentin and anti-inflammatory in addition to injecting hyaluronidase. 10 days later, hyaluronidase is infiltrated again (2 sessions in total). Event resolved 11 days later. Approximately a little over a month later, patient returned to the office and noted a 2nd injection of "hyaluronic acid (1.5ml) was infiltrated again in the same left cheekbone in his starting center." Approximately two weeks later, patient experienced inflammation again which was prescribed dacortin + varidasa + augmentin (once the augmentin is finished, prescribed a different antibiotic for one more week). Approximately two weeks later, patient was injected again with hyaluronidase and a second session of hyaluronidase five days later. A week later, patient was seen at the office and noted the event resolved has resolved. This is the same patient reported under MDR # 3005113652-2022-00212 (allergan complaint #(B)(4)). This MDR is being submitted for the first injection of the suspect product, unk dermal filler.